Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump completed the infusion earlier than expected, with the result falling outside the acceptable variance range. The remaining reservoir volume was 9.9 ml, corresponding to a calculated variance of 7.17%. This event occurred during use with a patient, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.